Event description:
It was reported that following connection of the pump to the patient, he was being transferred to another facility to undergo openheart surgery. However, when the pump was disconnected from the a/c power, the pump would not run on battery. The patient was hand pumped for the 5 minutes transfer. The patient expired later of causes not related to this incident.